Manufacturer narrative:
(B)(4) a partial lead with the distal tip measuring 44.1cm was returned for analysis. External insulation abrasion was noted at 7.8-8.2cm and 7.5-8.6cm from the distal tip, consistent with lead friction to another device or patient anatomy. Externalized conductors due to internal insulation abrasion were noted at 10.2-13.0cm from the distal tip. Internal insulation abrasion was noted at 13.8-15.2cm, 22.9-24.3cm, and 35.9-40.0cm from the distal tip. The etfe coating was intact at these locations. (B)(4)

Event description:
It was reported that during a follow up in clinic, externalized conductors were observed. The patient was asymptomatic. The lead was explanted. Patient's condition was stable following the procedure.